Manufacturer narrative:
1. The customer returned a defective sample, which has been used, the sku is 383012, the batch code is 2137661, the needle is bent, the catheter is damaged in the opposite direction of the needle bend, about 5mm away from the small end of the catheter hub, the catheter is badly damaged, and one side is bulging. Please see attachment pr#(B)(4) for the photo. 2. DHR/bhr review(lot#2137661): (B)(4). 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see attachment pr#(B)(4) for the test report. 4. Cause analysis: 1)leakage of the catheter is found during the puncture process and not during the exhaust process. From the use process to exclude the damage of the catheter caused in the production process. 2)judging from one side of the damage of the catheter is bulging, the catheter is punctured by the needle, not by the gripping jaw in the process of product assembly. 3)in the process of product assembly, there are 100% vision detection systems for needle through catheter and lie distance, which can detect and remove defective products (please see attachment pr#(B)(4) for process of zone 5), and the product of needle through catheter cannot be performed puncture, so it is excluded that needle through catheter is caused during the production process. 4)judging from the bending direction of the needle, the damaged site and state of the catheter: the catheter is accidentally punctured during the withdrawal of the needle. Please see attachment pr#(B)(4) for the simulation photos. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. According to the complaint description and the damage state of the returned sample, the root cause of the damage of the catheter is related to the user, and it cannot be determined that it is related to the quality of the product.

Event description:
Material and lot number provided by customer.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, while using bd intima-ii y 20gax1.16in prn/ec slm. The catheter was damaged. The following information was provided by the initial reporter, translated from chinese to english: "the patient's vein was indwelling. After the blood was returned, blood leakage was found in the exposed part of the lumen, and the indwelling needle was immediately pulled out. The plastic core of the indwelling needle was found to be damaged".